Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said the reason for calling is because they can't establish a connection between the patient programmer (pp) and the ins. When asked for clarification, patient noted they were seeing the "change your pp battery" screen. The patient then said the issue was resolved and were now connected to the ins. The patient also said they were using pads a lot which started a couple days ago when they tried to check their therapy. The patient also said they don't feel stimulation which has been reoccurring since implant. They mentioned that they don't feel stimulation for a very long time after making adjustments. During the call, the patient had access to their patient programmer (pp) so they synched to their ins which showed stimulation was on. Therapy and stimulation expectations were reviewed with the patient. The manufacturing company asked several times if the patient would like to make adjustments over the phone, but they didn't indicate that they needed to. The patient was instructed to review any directions previously given to them by their healthcare provider (hcp). It was reviewed that it takes time for body to respond to therapy, therefore titrations should be discussed with their hcp. As a result of the call, the patient will make adjustments on their own now that the pp was working. Patient responded to a letter. The patient noted the cause of the stimulation issue since implant was determined. They added that the ins machine was not working and it was discovered that the lead was not attached. The circumstance that led to the inability to connect to the ins was the ins was not working so it was replaced. No further patient complications have been reported as a result of this vent.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who visited the healthcare provider's (hcp) office and met with a manufacture representative (rep). Patient noted that they knew how to operate the ins very well. The patient noted that this person kept working with them until they understood what was going on. They added that it is better when they were trained on the device when they weren't under anesthesia. The patient also recommended training classes before ins placement. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Update to evaluation and problem codes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient in response to a letter. When asked what were the circumstances that led to the implant/lead disconnection, patient replied that they had a fall. The nurse said "one corner was disconnected", but a manufacture representative (rep) said "all corners are connected." They added that a replacement surgery was not scheduled. When asked what the return status of the implantable neurostimulator (ins) and patient programmer (pp) were, they said it was returned and another machine (i.e. Pp) was provided. When asked who is the most appropriate person to contact for additional information regarding the explant procedure, they said no explant procedure was performed. No further patient complications have been reported as a result of this event.